Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A revision surgery was performed and air in the system was noted. There was also fluid loss because the left cylinder came apart in the corpora. The device was removed and replaced. There were no patient complications.